Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the camera cable had a hole and air leakage (water leakage). Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a flaw (hole), and it was not possible to maintain the airtightness of the actual product, which allowed moisture to enter, presumably resulting in an air leak (flooding) of the camera cable. A device history review conducted on the current product, and no problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cable had air leakage. It is unknown when the issue occurred. There were no reports of patient harm.